Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient had a pump motor stall post MRI and 2 hours later, the motor stall has not recovered. Additional information was received from the device manufacturer representative indicated that they are waiting for time to pass to clear motor stall after MRI.